Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) screen was froze up. The patient was still on bypass and was monitored directly without the ccm. The device was not changed out, as the procedure was finished successfully after reconnection of the ccm. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2014: during cpb, the ccm froze (locked up). The perfusion screen was opened and enabled and safety systems were already engaged and being used. All pump and safety system links would still be operational in this type of event (ccm freeze). According to the subsidiary site, all pumps were able to be controlled and monitored with the local interface. This system-1 unit does not have an electronic patient gas system (epgs) unit in the base and thus the ccm freeze had no impact on the gas supply and regulation to the oxygenator. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. After the procedure, the ccm cable was disconnected from the base and reconnected and after re-boot of the system-1, the ccm and entire system functioned without issue. This incident could not be duplicated.